Event description:
Doctor was performing a laparoscopic colonoscopy and during the procedure, the harmonic scalpel was making an unusual sound. It was immediately replaced. It was later identified that part of the end of the shears was missing. The piece was found.